Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the curved tip 30 stapler for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of (B)(6) 2022 on system sk0855. The stapler had 42 uses remaining after the last use. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: error code :22030 a stapler 30 mm , curved tip failed in its operation on usm4. Failure mode: firing failure/general failure. Stapler 30 mm, curved tip / sn : (B)(4). Error code :1164 no stapler cartridge found in the system on usm4. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the curved tip 30 stapler misfired with unknown cause. Misfire of stapler may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, during stapling, the curved tip 30 stapler blade would not retract. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved tip 30 stapler instrument involved with this complaint and completed the device evaluation. The failure analysis investigations confirmed through error logs the customer reported complaint. Stapler was used at the site on (B)(6) 2022, using system (B)(6). Logs showed 1 firing failure due to high torque. Instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issue on test sheet. Staple formation was proper. Failure analysis found the primary failure of a firing failure to be related to the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.